Event description:
It was reported the patient experienced ineffective therapy. As a result, surgery may take place in the future. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 5 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6042374; common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6002877; common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6042374; common device name: quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 6002877.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.